Event description:
When surgeon went to pull out the device, it did not release. T1 was left in the pt. Both t's were deployed but the suture broke, t2 was removed and the procedure was completed with another fast-fix.

Manufacturer narrative:
Device was returned for evaluation. Both t's deployed, but the suture broke. No conclusion can be drawn. (B) (4).